Manufacturer narrative:
The pump remains in use supporting the patient. The report of low speed and pump stop events can be confirmed based on the submitted log file; however, a specific cause for the events could not be conclusively determined. The log file captured a low speed/flow hazard and two pump stop events while the patient was supported by the power module and patient cable. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have potentially been the result of a compromised wire in the patient''s percutaneous lead; however, a root cause for the events could not be determined without a full evaluation of the percutaneous lead. The patient is not a candidate for a pump exchange, due to non-compliance, and remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 1 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was experiencing low flow, low speed, and pump off alarms. The patient was asymptomatic during the event. The log file captured the alarms which appeared to occur when the system was connected to the power module. X-rays of the driveline did not reveal any suspected areas of compromise. The health professional reported that there are no further plans regarding this event. The patient is not a candidate for a pump exchange as the patient is reportedly non-compliant.